Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred during the initial drain on the homechoice (hc) device. The home patient (hp) was connected at the time of the alarm. The hp stated that the clamp on the patient line was never opened, indicating it was not properly primed. The technical service representative (tsr) reviewed proper procedures with the hp and had them cycle the power on the hc device to clear the alarm. The hp planned to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient reported that the patient line was not properly primed before being connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly re-priming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.